Event description:
It was reported that a wireless battery module had fluid intrusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "fluid intrusion." Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, causing the units to fail, rendering the unit irreparable. The device was retired from svc.